Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Handpiece (motor doesn't turn) defective, replaced with 08504. Contra angle 04045 and charger without errors.

Event description:
In this event it was reported a vdw.connect was improperly auto-reversing; no injury occurred.